Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Date implanted - 2002 the following sections could not be completed due to the part information could be: catalog number - 146134 . (B)(4). Or the part information could be: catalog number - 146334. (B)(4).

Event description:
It was reported that patient underwent a right knee arthroplasty in 2002. Subsequently, patient is being considered for revision due to unknown reasons. Additional information reported the patient was revised (B)(6) 2016 due to unknown reasons. The bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a right knee arthroplasty on an unknown date. Subsequently, patient is being considered for revision due to unknown reasons; however, no revision has been reported to date.